Manufacturer narrative:
The device was not received by the manufacturer for investigation. If additional information is received, a follow up report will be filed.

Event description:
It was reported that the patient's blood was collected in the reservoir but couldn't be transferred into the blood bag. None of the collected blood was re-infused. The account had a back up device on the hand to use, but the decision was made not to continue on with the re-infusion. The patient did not require a blood transfusion from either a blood bank or pre-donated blood.